Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit failed the leakage test. Therefore, the reported condition was confirmed. It was also noted that the device housing was worn, corroded, debris, and an unknown substance was found inside the motor (blocking the air passage). The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation ankle surgery, it was observed that the compact air drive device was leaking air. There was a five minute delay to the surgical procedure and an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.